Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(4). Batch: 7071393

Event description:
It was reported that the patient experienced post-operative pain, inadequate and non-target stimulation. The patient underwent an ipg and a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.